Event description:
The manufacturer became aware of allegations that a home neb 120v60hz catching fire and sending smoke out the hose and "sprayed" white smoke around the room during use. In addition, the patient reported device continued smoking long after the fire was put out. There was no report of patient harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.